Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc performed remote troubleshooting. Ccc aligned reagent arm 1 (r1), reagent arm 2 (r2), and sample arm 1 (s1). Ccc ran check 1 for s1, which failed for "probe air knife", "air valve failure" and a low discharge rate. After exercising the air knife the repeat check 1 for s1 passed. Ccc ran service method testing and several tests failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and r1 and r2 alignments were out. The cse ran alignment test and had failures for fluidics errors. The cse ran check 1 for r1 and r2 and quick check with no failures. The cse then ran additional tests with no failures. The cse replaced all reagent and sample probes and ran alignment again, which failed. The cse ran alignment for r2 which failed. The cse then verified cuvettes are positioned properly, and ran photometer check 1, which passed. The cse manually aligned r1 and r2 boc (bottom of cuvette) and ran align method and various service methods, which failed. The cse rebuilt s1 manifold, replaced metering, flush and cleaning pump (including all valves).the cse reran service methods and qc, and all methods were still out of range. The cse replaced tubing to sample probe 1 arm, sample probe 1 mixer, ran sample probe 1 alignment mix and over mix. The cse then ran a quick check and quality control (qc), which resulted within range. The cse ran precision, which was acceptable. The cse requested the customer to calibrate and run qc, and it ran as expected. The cause of the discordant, falsely low magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) result was obtained on a patient sample on a dimension vista 500 instrument. The customer noticed that the reagent probe container was completely empty. The customer replaced and primed it the container, after wgucg quality controls (qc) were run, resulting out of range. During this time, the operator had a critical mg result on (B)(6). The discordant result was reported to the physician. The customer then repeated the sample on another dimension vista instrument, resulting higher. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.